Event description:
It was reported that prior to surgical use, black milky liquid was noted leaking from this air hose. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: an investigation of this hose is unable to be completed as the device will not be returned to the manufacturer. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.